Manufacturer narrative:
Investigation: used test and analysis equipment. Panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except the charring we found no further abnormalities. Then we checked the mechanical function. The clamping and cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. Conclusion and root cause: one probable root cause in cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue. This damage created by an incorrect handling during the cleaning of the electrodes. A damage during rf-generator failures can be excluded. Because there is a suspicion of a design related aspect of the failure, we have entered this failure mode into our CAPA system and are working on a solution. CAPA 700003160 was started.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). The caiman worked fine until they stopped using the product for some minutes. When they started to use the caiman again, it looked like it burned in the back of the jaw, but there was an error message: "open jaw regrasp tissue"they tried to turn off the generator and put it back on, but it did not work. The staff used a new caiman and it worked fine. No patient injury and the surgery was not delayed due to the complaint.